Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop high blood pressure, asthma, headache, and inflamed lungs. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop high blood pressure, asthma, headache, and inflamed lungs. The patient was hospitalized in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection. The manufacturer found evidence of water ingress and an unknown white and black contamination (dust like and some very small hairs), slight black contamination, consistent with keratin and potential mineral deposit spots in the bottom of the blower box, blower motor, air input of the blower box, top of the blower motor, air outlet of the blower box and on the blower motor seal. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of an unknown brown and black contaminants, some black hairs and brown stains in the bottom, inside of humidifier box and bottom of the humidifier box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 1 instance of: e-56. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with an unknown white and black particles, dust, hair like objects, keratin and potential mineral, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.